Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they still have a tremor in their hand.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the patient's stimulation was adjusted on 2017-06-09. The hcp reported that the patient's right side was set to: amp-4.9v, rate-60hz, soft start - 200; and the patient's left side was set to: amp - 5.3v, rate - 60hz, and soft start - 180. The hcp reported that the patient only needed reprogramming and that after reprogramming, the reported issues of the device not working and the increase in tremors have been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient had requested compatibility guidelines for magnetic resonance imaging (MRI). The patient indicated their device was not working, and that their tremor was getting worse and as a result they could not write. The patient also indicated their device seemed to have worked a lot better, however did not think the battery had died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.